Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as the patient was non-complaint and did not wash their hands. The event was manifested by cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal fortum (1g daily; duration not reported) and intraperitoneal reflin (1g daily; duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remains on antibiotic therapy while the patient is recovering in the hospital. The patient had not yet been retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: six days after the onset, the patient was recovered from the event of peritonitis and pd fluid was clear. Two days later, the patient was discharged from the hospital. One week late, the treatment with injection fortum and reflin therapies were stopped for peritonitis. At the time of report, the pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.